Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on diabetic ketoacidosis (B)(6) 2017 at 11:25 am with a blood glucose level of 611 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The customer stated that the insulin pump was possibly stolen while they were at the hospital. The insulin pump will be returned for analysis.